Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu1375 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that during the maintenance of the PICC catheter to the patient, it was found that the tip of the connector leaked from the catheter, and it could not be used normally. No other information was provided.